Event description:
Additional information received reported the procedure was uneventful. The implantable neurostimulator (ins) pocket was recreated so coupling could be improved, and this was confirmed with the recharger prior to closing. The patient was receiving effective therapy.

Event description:
It was reported that there were coupling issues. The depth of the stimulator was greater than 1cm and possibly contributing to couple issues with recharger. The physician referred the patient to superficialize the implant, possibly relocate to abdomen. There was impedance testing and reprogramming done as part of troubleshooting. The patient had trouble communicating with the implant and was spending a great deal of time attempting to charger with max of two bars. The issue was at the device pocket. Starting in (B)(6), the patient was having a hard time connecting using her recharger. The patient had to shift it around and her husband helped. The patient was told that they needed a whole new recharger. There was a broken recharger belt, the belt broke in (B)(6) 2014 and they started using a regular belt as it seemed to work better but was no longer working. The recharger belt was working a little better and the coupling improved to 4-6 bars intermittently following the recharger and belt replacement. This did not fully resolve the charging issues. The patient was scheduled for a consult on may 1st to discuss pocket relocation. The patient was stable and having effective therapy with difficulty recharging. The pocket revision was scheduled for (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).